Manufacturer narrative:
Correction: upon further review via product return and device analysis results, it was determined the model 3186 lead was the device that was deemed fractured and explanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2: reference MFR report#: 3006705815-2019-03604.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The event date is unknown.

Event description:
Device 1 of 2. Reference MFR report#: 3006705815-2019-03604. This report is in reference to a (B)(6) patient. It was reported one of the patient's leads was found to be fractured. As a result, the both of the patient's leads are being reported because it is unknown which lead was replaced.

Manufacturer narrative:
The report event of fracture/kink was confirmed. The return lead had a kink with all internal wires broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Device 1 of 2; reference MFR report#: 3006705815-2019-03604.